Manufacturer narrative:
(B)(4). Date sent: 5/21/2026. D4: batch # a9975m. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no apparent external damage. Additionally, one (1) partially formed clip was returned inside a plastic bag. To replicate the reported event, the device was subjected to functional testing. During testing, the device was fired; however, the clips did not advance into the jaw. The device was observed to have a bent advancer tip. The instrument was subsequently disassembled, and upon disassembly, the advancer was confirmed to be bent, and three (3) clips were found within the clip track. Investigation confirmed the reported event and determined it was attributable to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a9975m number, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide amount of loss time: approximately 5 min. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clip jammed, it was impossible to deliver the clip. There were no clinical consequences except for loss of time and financial loss.